Event description:
The customer contacted beckman coulter, inc (bci) in regard to erroneously low total t4 results generated on a unicel dxl 800 access immunoassay sys for two pts. The customer re-ran the sample and the result was within normal reference range. The initial erroneously result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Svc was not dispatched to investigate the event. A bci field svc engineer (fse) did not evaluate the instrument. Per the customer total t4 qc (qc) was within established ranges prior to and after the event. A definitive root cause could not be determined for this event. This is two of two separate MDR reports related to two pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-06236, 2122870-2011-06237 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.